Event description:
The customer contacted stryker to report that the left side of the patient's chest collapsed while performing CPR. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Clinical review was performed for the reported event: it is likely that the collapse of the chest was caused by the compressions from the lucas device. It can not be confirmed if the collapse of the chest contributed to the patient´s outcome. In conclusion, it is unknown if the device contributed to patient's outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the left side of the patient's chest collapsed while performing CPR. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
Section f4 contact person first name of initial MDR indicates: (B)(6). Section f4 contact person first name of initial MDR should indicate: (B)(6). Section f4 contact person last name of initial MDR indicates: (B)(6). Section f4 contact person last name of initial MDR should indicate: (B)(6). The device was returned to stryker for evaluation. No device malfunction was observed. The technician replaced the device suction cup, patient straps and backboard as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer. As documented in the instruction for use, rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest.

Manufacturer narrative:
The customer accepted to have their device destructively tested by the product analysis center (pac) and receive a replacement device. Stryker evaluated the customer¿s device at the pac and no evidence of device malfunction was observed. The pac technician determines the unit's malfunction was not the cause of patient injury beyond previously stated standard risk of injury from unit functioning alone. The customer's device was destructively tested and disposed by stryker.

Event description:
The customer contacted stryker to report that the left side of the patient's chest collapsed while performing CPR. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.